Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized less than a year ago for low blood glucose levels. The customer did not provide any further information about the hospitalization. The customer stated that they had eaten and took too much insulin with a manual bolus before referring a soccer game. The customer stated they never had issues with their insulin pump and does not need to troubleshoot the device.